Manufacturer narrative:
We checked the returned unit and confirmed that the water jet tube dirty. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the air nozzle clogged, the air tube leak, the bending rubber cut, and the water tube dirty; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0630(air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.